Manufacturer narrative:
There are no known reports of system problems. The instrument is performing within specifications. No further evaluation of the device is required at this time.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00006 on (B)(4) 2011. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.

Event description:
Discordant high toxoplasma igg (txp) results were obtained on an immulite 2000 for (3) patient samples from one patient using txp lot 360. The toxoplasma igg results for the 3 samples were initially negative when previously tested with another lot of immulite txp reagent. The laboratory had the samples re-tested for toxo iga, igg, and igm antibodies at an external laboratory - all results were negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant toxoplasma igg results.